Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from below the drip chamber. The leak was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.